Manufacturer narrative:
The axium coil was returned for evaluation partially within the dispenser track in a contradictory condition to the event description. The microcatheter was not returned, therefore, its compatibility for use with the axium coil could not be assessed. The tack weld replacement (twr) crimp was found to be loose; however, the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). Under the microscope, the coin was not found to be located against the lumen stop, and the shield coil was found to be partially missing. All other subassemblies appeared to be normal and no other anomalies were observed. The axium coil could not be used for testing with an in-house microcatheter due to its returned condition. No defects were found on the implant coil and the detach element was removed from the implant coil for evaluation. The detach element was in good condition and the detachment ball was within. There was no evidence of manufacturing defects that relates to the complaint; therefore manufacturing has been ruled out as a potential cause. Based on the analysis findings and the complaint description, the customer report could not be confirmed, and the cause for the reported resistance could not be determined. The axium coil could not be used for testing with an in-house microcatheter. Possible contributing factors to resistance during delivery include lack of hydration. The implant coil was found to be detached from the pushwire. The likely cause of the detachment was due to the broken tack weld replacement crimp. Although it was not possible to determine the cause for the broken tack weld replacement crimp, it¿s possible that the proximal tip of the pushwire was pulled back, inadvertently breaking the tack weld replacement crimp. All parts of the pushwire which could affect the detachment were found to be within specifications. Additional follow-up was conducted based on the received device condition, however no response was received. Per the axium coil instructions for use: for axium detachable coils: one drop from the pressure bag every 3-5 seconds is suggested. For pgla or nylon microfilament axium detachable coils: one drop from the pressure bag every 1-3 seconds is suggested. Check all fittings so that air is not introduced into guiding catheter or micro catheter during continuous flush. And directions for use: ¿gently immerse the axium detachable coil and its detachment zone in heparinized saline. Take care not to stretch the coil during this procedure, in order to preserve the coil memory. While still immersed in the heparinized saline, point introducer sheath vertically into saline and gently retract the distal tip of the coil into the introducer sheath.¿

Event description:
Medtronic received information that the coil could not be pushed out by the delivery system. The coil was deployed for about 6cm in microcatheter. The coil was retrieved from patient's body by saline along with the microcatheter. The doctor replaced another coil to complete the surgery. Now the patient is well. The device was received for evaluation in a contradictory condition than the event description; the implant coil was found to be detached from the pushwire.